Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) at unknown co ncentration/dose via an implantable pump for intractable spasticity. It was reported by the healthcare provider (hcp) that the patient had a 2 week history of family stating the patient "is not herself", eyes staring, tongue in and out and legs were stiff. The hcp stated patient was seen (B)(6) 2024 and dose increase was done hcp stated pump logs were checked and no alarms, catheter imaging was done and they were questioning a kink in the catheter. The hcp stated the patient was back today with same symptoms and she tried to interrogate the pump and was getting pump not found with two tablets. The hcp stated the patient was in a wheel chair. The hcp connected the cable to the tablet and communicator and tried to connect and that worked.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# serial# (B)(6), product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-feb-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.